Event description:
The remobilization tool jammed intra-operatively. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation carried out showed that the push rod in the pliers were jammed and could no longer be released. The exact root cause of the damage could not be determined. However, this finding leaves us to assume that the instrument was oiled insufficiently or not at all after cleaning. This complaint has been determined to be invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date was 10/21/2011.